Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 58-year-old male patient with a past medical history of coronary artery bypass graft (CABG), presenting in heart failure/cardiogenic shock, the indication for use was pccs (post cardiotomy-cardiogenic shock), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure (pp) alarm. The physicians suspected a clot and initiated tissue plasminogen activator (tpa) the post-procedure outcome is unknown. The impella functioned at p-6 at 4.5l/min as intended. Thrombus formation can also create a blockage that restricts the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D1 brand name updated.

Manufacturer narrative:
B1, b2, b5, h1 and h6 updated to capture patient death. The investigation is still ongoing.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 58-year-old male patient with a past medical history of coronary artery bypass graft (CABG), presenting in heart failure/cardiogenic shock, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure (pp) alarm. The physicians suspected a clot and initiated tissue plasminogen activator (tpa). After 19 days on support, the family withdrew care and the patient expired on support. The impella functioned at p-6 at 4.0l/min as intended. Thrombus formation can also create a blockage that restricts the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient in heart failure and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause of the purge pressure high was not determined due to no product returned, no data logs recovered, and insufficient clinical details. And the cause of the thromboembolism was unable to be determined due to insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 58-year-old male patient with a past medical history of coronary artery bypass graft (CABG), presenting in heart failure/cardiogenic shock, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure (pp) alarm. The physicians suspected a clot and initiated tissue plasminogen activator (tpa). The post-procedure outcome is unknown. The impella functioned at p-6 at 4.5l/min as intended. Thrombus formation can also create a blockage that restricts the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa.

Manufacturer narrative:
H6 code e050304 was inadvertently omitted on the initial manufacturer device report number.